Event description:
Additional information: leakage was detected during treatment. Caused waste of chemotherapy drugs medical treatment unknown, a new catheter was not inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed the device outside of the patient with a circumferential split in the catheter tubing. No details of the split could be discerned from the photographs. A yellow substance is noted on several centimeters of the catheter tubing near the split. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the tube removed due to leakage of chemotherapy drugs, catheter rupture. This caused a change in treatment. No further details available or provided.